Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events on (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose level was 100-280 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1894413- MDR 3003442380-2024-09452- device 1 of 2